Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen cr-flex femoral component, catalog #: 00575001705, lot #: 62309523, nexgen articular surface, catalog #: 00597604012, lot #: 62102832, nexgen long stem extension, catalog #: 00598802113, lot #: 62942153, nexgen all polyethylene patella, catalog #: 00597206535, lot #: 62961929. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address a fractured tibial component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records provided. Photographs of the device after explantation were provided and show the tibial component had an anterior to posterior fracture near the hole for the stem extension locking screw. Bone cement could be seen on the backside of the component. Review of the operative notes from the primary surgery identified no surgical complications. Medical records from the revision surgery identified the tibial component had fractured and the patient was experiencing pain. Metallosis due to the debris from the broken prosthesis was also noted by the surgeon. The femoral component was noted to be solid without fracture or subsidence. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that patient had metallosis present in his knee during the revision procedure. The noted this was related to the debris that accumulated from the metal failure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual evaluation of returned implants identifies wear consistent with implant use in vivo. Tibial tray was fractured on the medial side and bone cement adhered to distal surface. Device was submitted for further analysis. The analysis shows evidence of fatigue and overload fracture. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. No change in the previously found root cause. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address a fractured tibial component. It was further reported the patient was initially experiencing pain and loosening prior to the revision procedure.